Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 3 three-way stop cocks were returned for evaluation. A non-edwards contamination shield was located between the catheter tip and approximately 20 cm proximal from the catheter tip. No visible damage to the balloon or returned syringe was observed. Blood was observed from the optical module strain relief. The catheter body was found collapsed at approximately 26 cm and 28.5 cm proximal from the catheter tip. Leakage was observed from the optical module connector when air was injected into the distal lumen. The catheter was found to have an interlumen leakage in the catheter body at the collapsed area at 26 cm from the catheter tip between the distal and optical fiber lumens. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of leakage was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that blood and saline leakage was observed from the optical module connector. The catheter was used for coronary artery bypass graft (CABG)." No patient injury was reported.